Event description:
Supplemental correction report is being submitted following a review of this complaint file after the lab evaluation was completed on 15-jan-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of lot c2199966 of echo-20-cpn was returned evaluation opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 15-jan-2025. On evaluation of the devices the following observations were made: visual inspection: device returned without stylet. Device returned with needle not fully retracted. Proximal kink observed below sheath extender. Distal end of needle examined, and no issue observed. Biological matter observed at the distal end of needle. Functional inspection: sheath adjuster able to advance and retract without issue. Needle handle able to advance and retract without issue. Needle would not retract into the sheath. Needle removed from device and proximal break observed below sheath extender. Clarification was requested as follows; "during lab evaluation kink below sheath extender, was observed. This could have occurred during transportation /device returns process. Could you please confirm with the customer if the proximal kink (see pic below) was observed before returning to cirl?" Reply was received as follows; "I have asked the nurse that was involved with the incident, and she said the needle was not bent." Manufacturing records prior to distribution, all echo-20-cpn devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-20-cpn of lot number c2199966 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0039 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0039). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to needle breaking below the sheath extender during insertion into the scope after the second pass, potentially due to the challenging anatomy. This could have required additional force to insert the device into the scope, potentially causing the needle to exit the sheath and damage the scope by creating a hole. Additionally, the proximal kink observed during the lab evaluation was most likely caused due to transport returns summary according to the customer, the needle came out of the sheath and put a hole in the scope. Quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to needle breaking below the sheath extender during insertion into the scope after the second pass, potentially due to the challenging anatomy. This could have required additional force to insert the device into the scope, potentially causing the needle to exit the sheath and damage the scope by creating a hole. Additionally, the proximal kink observed during the lab evaluation was most likely caused due to transport returns complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09 jul 2025.

Event description:
During an eus with a nerve lock injection they advanced the needle injected with the medication for the block, then when they were done, they realized that all of the medication had not been injected. When they went back down the scope, they encountered some resistance, the needle had come out of the sheath, everything including the scope had to be pulled out. The scope was brand new this was its first use, the needle had put a hole in it, so the scope had to be sent off for repair. The procedure was completed by using another of the same device and a new scope. No harm to patient. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. The following information has been received via phone call on 13nov2024. -are images of the device or procedure available? No. -if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. -were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. -if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. -if the device is a procore needle, is the device damage located at the notch / core trap? N/a. -was gaining access to the target site difficult? No. -was the device used in a tortuous position? Unknown. -was puncture of the target site difficult? No. -please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Unknown. -if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Unknown. -please describe the size of the intended target site. Unknown. -if not with the device in question, how was the procedure performed and/or finished? Another of the same device and another olympus scope. -was the device damaged in packaging prior to removal? No. -was the device damaged on removal from packaging? No. -was force required to remove the device? Unknown. -did the patient require any additional procedures as a result of this event? No. -what intervention (if any) was required? N/a. -was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. -were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. -what is the scope manufacturer and model number that was used? Olympus, model unknown. -was resistance felt while inserting the device through the scope? Yes, after pass # 2. -was the scope recently serviced / repaired? No, it was brand new, never used before. -when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement of the 2nd pass. -was the syringe used during the procedure, after the stylet was removed? Yes. -was difficulty experienced while retracting the needle? Yes, after 2nd pass. -was it possible to fully retract the needle into the sheath before removing the device from the patient? No. -was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. -was the stylet partially removed when advancing the needle into the target site? Yes. -how many samples were obtained (passes completed) with this needle? One. -did any section of the device detach inside the patient? No. -was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. -was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. -when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. -if an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a. The following information has been requested via email on 25nov2024. Could you please confirm with the customer if the needle was retracted into the sheath and the thumbscrew on the safety ring was locked at position 0cm mark as per IFU the following information has been received via email on 25nov2024. The needle was retracted in the sheath.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.